Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one week post-implant, the patient experienced chest pain due to a perforation. The patient was scheduled to have their right ventricular (rv) lead repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.